Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting return of device to manufacturer.

Event description:
It was reported that during a hip arthroplasty surgical procedure, it was noted that the blade broke at the cutting end. It was also reported there were no adverse consequences as a result of this event. It was further reported that a minor delay of two minutes occurred. It was also reported that the procedure was completed successfully.

Event description:
It was reported that during a hip arthroplasty surgical procedure, it was noted that the blade broke at the cutting end. It was also reported there were no adverse consequences as a result of this event. It was further reported that a minor delay of two minutes occurred. It was also reported that the procedure was completed successfully.

Manufacturer narrative:
H6; the reported blade involved with this event was returned for evaluation and the reported failure of blade breakage was confirmed. The blade was evaluated by product engineering who concluded that the markings above the full insert line of the blade along with the heavy markings below the full insert text suggest that the hand piece was pushed forward while the blade was in use. The impact marks on the edge of the blade coupled with the fact that the teeth were worn down would suggest that the blade came into contact with metal while cutting. These factors could have contributed to the blade breaking. The instruction for use (IFU) of handpieces associated with this blade warn the user against this type of use: "do not apply excessive pressure, such as bending or prying, with the blade. Excessive pressure may bend or fracture the blade and result in tissue damage, loss of tactile control, and/or the ejection of blade fragments at a high velocity". The associated devices IFU's state that the device and associated handpieces are "intended for use in the cutting, drilling, decorticating, and smoothing of bone and other bone related tissue in a variety of surgical procedures."

Event description:
It was reported that during a hip arthroplasty surgical procedure, it was noted that the blade broke at the cutting end. It was also reported there were no adverse consequences as a result of this event. It was further reported that a minor delay of two minutes occurred. It was also reported that the procedure was completed successfully.

Manufacturer narrative:
H6; the reported event, for blade break, was not confirmed as the blade was not returned for evaluation. Without the blade, the root cause cannot be determined. H3 other text : device not received by stryker.